Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The issue only occurred while doing a colonoscopy, in which the user facility had to reboot or replace the scope in order to finish the procedure. The procedure gets prolong by 15 to 20 minutes, depending on where the doctor had to stop the procedure in order to withdraw the scope safely.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source's image goes completely dark. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.